Event description:
The customer reported to olympus, the hd autoclavable camera head had an image blackout. The issue was found during preparation for use. The intended, unspecified procedure was completed with the same device and there were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found image blackout could not be reproduced and the camera head was cracked. Additionally, the connector electrical contact was corroded, the cable part was cable twisted, the head imaging cable was flooded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b3. Correction: additional information located in b3 was inadvertently omitted from the initial medwatch report as well as it is unknown if the procedure was completed with the same or similar device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the indicated phenomenon could not be reproduced at the olympic repair facility. However, it is possible internal flooding occurred from the cracked part of the camera head, then the image was not displayed temporarily due to a communication failure. The event can be detected/prevented by following the instructions for use which state: "do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head". Olympus will continue to monitor field performance for this device.